Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient reported shortness of breath and the device was found to be in backup vvi mode. Device reprogramming was performed and the patient was in stable condition.